Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the leads experienced placement difficulty due to possible blood inside the leads. The j-styled stylets could not be inserted completely. The physician suspected a lot error related to this product for functionality and stylet insertion. The leads were removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted a fresh 14-52 gray j shaped stylet was able to be fully inserted into the lead without resistance. If information is provided in the future, a supplemental report will be issued.